Event description:
The customer reported "There's been multiple times when the pump malfunctioned and required a reset to resume insulin delivery". There was no reported adverse impact to the customer. The customer declined assistance from Tandem Technical Support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.